Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 07/23/2015. The strip lot #d160513-1 was manufactured on 05/13/2016 and expired in 05/2018. Ok biotech received no complaints from same manufacturing batch of strips . We tested the retain strips of same batch strip (lot#d160513-1) with our in house meter and control solution. The control solution tests for level low were 56/51 mg/dl; for level high were 244/235 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 11:30 am after the end user received inconsistent readings from his prodigy diabetes glucose meter. The end user was shaking, couldn't speak and was incoherent. His blood glucose reading at the time of the medical event was 72 mg/dl. The paramedics were called and the end user consumed glucose gel while waiting for emergency personnel. The paramedics performed a blood glucose test with their meter and received a result of 23 mg/dl. The end user received IV fluids and was transported to the ER. Upon arrival to the ER the end user's blood glucose was 130 mg/dl. Additional unknown IV fluids were administered. After 4 hours at the ER the end user was discharged with a blood glucose reading of 134 mg/dl and instructed to get plenty of rest. No further details were provided in relations to this medical event.

Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned device, the test result was 11.8a. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number: d160526-1). The control solution tests for level low were 56/59 mg/dl, for level high are 224/243 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. Because patient did not return his strips, we test the same batch of retain strips from our warehouse with patient's returned device. The control solution tests for level low were 59/64 mg/dl; for level high were 245/239 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass .

Event description:
This is a supplemental report to initial report 3005862821-2017-00043 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from (B)(6) on (B)(6) 2017 and an investigation results of the suspect devices were completed by ok biotech.